Manufacturer narrative:
Evaluation confirmed that one jaw broke completely off the instrument. The instrument has a date code of gb ((B)(4)) and it has been in use for approximately 8 1/2 years. Damage is consistent with wear of long use/ stress overload.

Event description:
Allegedly, during a laparoscopic procedure the doctor noted that a jaw broke off the instrument and fell into the patient's abdomen. The doctor immediately removed the broken jaw and replaced the instrument. The procedure was completed with no delay and the hospital reported there was no injury to patient.